Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to unavailable sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to the solution bag being on an unstable surface and the solution bag disconnected during therapy. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). No sample was available.

Event description:
The bag fell on the floor, so the technical service representative (tsr) explained and advised the home patient (hp) to start over again using new supplies. The proper procedures per the user manual were reviewed with the caller. The hp would complete therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(6) 2010. The hp stated that the bag was set too close to the edge of the table. The bag moved and fell off the table and disconnected. It was the hp's first night using 3 bags instead of 2. The hp did not see any defects with the bag or cassette. The hp was doing fine and continuing therapy on the cycler as usual.